Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. It was noted that no pre-use check has been performed since june 2020. The o2 cell was calibrated via a pre-use check. The ventilator then passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. Provided ventilator logs contains alarms for low and high o2 concentration. The alarms are generated when the o2 concentration is measured lower or higher than the alarm limits which is set value -5 or +5 vol%. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator successfully passed pre-use check during investigation. As stated in the user¿s manual, a pre-use check (when the o2 cell is calibrated) should always be performed before connecting the ventilator to a patient. In conclusion, there are no indication of ventilator malfunction. The deviation between set and displayed o2 concentration is a measuring issue due to an uncalibrated o2 cell.

Event description:
It was reported that there was a deviation between set and displayed o2 concentration. There was no patient harm. (B)(4).